Event description:
Additional information from the nurse provided that the patient had been seen multiple times in (B)(6) 2018. The device was continually being optimized for the patient's activity level, and the patient was started on oral medication fludrocortisone. The patient had reported feeling better since starting fludrocortisone. It was noted that the patient does have supraventricular tachycardia (svt), but they were not sure if it correlated to his symptoms. The device thresholds are acceptable, and the plan was to continue to monitor.

Event description:
It was reported that this pacemaker patient was experiencing dizziness and passing out. The patient had just been into the clinic, and the call was inquiring if the device had been updated. Technical services referred the patient back to the clinic to report that the changes had not helped, and the patient was still having symptoms. Additional information was requested, and will updated should further information be provided. The device system remains in-service, and no additional adverse patient effects were reported.